Event description:
After the uterus was removed during a lavh procedure, the surgeon discovered the seals had started to bleed when suturing the vaginal cuff. The surgeon used sutures to effect a seal and control bleeding. No pt harm was reported.

Manufacturer narrative:
Analysis determined the jaw force when fully closed was out of specification. The cause was due to excess coating on the jaws which did not allow the force of the jaws to transfer to the tissue. This condition can result in poor coagulation.